Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: portions of metal were found in the myometrium"), device expulsion ("migration of essure device location of device: portions of metal were found in the myometrium"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding"), teeth brittle ("dental problems: my teeth became very brittle") and urinary bladder suspension ("surgery (other) type of surgery: bladder lift during removal procedure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen (not recovered prior to essure), vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure), pelvic pain (not recovered prior to essure), uterine scar on (B)(6) 2014, hypertension in 2012, insomnia in 2014 and bipolar disorder. Previously administered products included for an unreported indication: iud nos. Concomitant products included buspirone hydrochloride (buspar) since 2014, lisinopril since 2012, temazepam since 2014, topiramate (topamax) since 2014 and venlafaxine hydrochloride (venlafaxin) since 2014. In 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("very heavy lower back pain") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue,"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: anxiety and depression"), teeth brittle (seriousness criterion medically significant) and anxiety ("psychological or psychiatric problems condition: anxiety and depression"). In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage ("migration of essure device location of device: portions of metal were found in the myometrium"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("left sided abdominal pain"), abdominal pain lower ("cramping") and menstrual disorder ("complications with periods") and underwent urinary bladder suspension (seriousness criterion medically significant). The patient was treated with surgery (7 teeth removed, hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal), she had surgery to remove the essure implant and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, device breakage, dysmenorrhoea, depression, weight increased, bladder disorder, urinary tract disorder, teeth brittle, dyspareunia, mood swings, migraine, headache, anxiety, urinary bladder suspension and menstrual disorder outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain, abdominal pain and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, teeth brittle, urinary bladder suspension, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, migraines / headaches, migration of essure device location of device: portions of metal were found in the myometrium, oophorectomy (bilateral removal of ovaries), pain, psychological or psychiatric problems condition: anxiety and depression, surgery (other) type of surgery: bladder lift during removal procedure, weight gain, complications of periods outcome of the events were updated, medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, depression and weight increased outcome was unknown. The reporter considered depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.